Event description:
Boston scientific received information that the patient's home monitoring system detected low out-of-range (oor) shock and pacing impedances for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. No adverse patient effects were reported, and further information has been requested from the local field representative.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information has been received that that patient's device system was evaluated in the clinic. A shock lead impedance of 53 ohms and a rv pacing impedance of 558 ohms were obtained. At this time the patient's system will continue to be monitored. No adverse patient effects were reported.